Manufacturer narrative:
This is our combined initial and final report on this incident..

Event description:
The customer reported a false negative reaction of a patient sample when tested with biotestcell 1&2 on tango optimo sn#(B)(4). The patient sample was retested on tango optimo sn#(B)(4) and yielded a correctly positive result. Six months ago an anti-c, anti-e and anti-k had been identified in the patient sample. The customer did return the supposedly defective product, but not the patient sample that had caused the false negative test result. The returned vial with the supposedly defective product arrived on bmd's premises completely leaked, because the vials were only closed with parafilm and not with the original screw caps. Therefore our quality control laboratory tested their retained sample of biotestcell 1&2 with different antibodies, e.g. Anti-c, anti-e and anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers. Adjusted alignment to centrifuge was performed, and the wash aspirate needles were cleaned. The tango optimo is working within its specifications.